Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was was retrieved from the archive to analyze the battery bypass capacitors. The capacitors were found to to be out of specification.